Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The nurse reported via phone call that the insulin pump would not record the customer's carbohydrates. The caller stated the issue has occurred for the past five days. Customer's blood glucose was 245 mg/dl at the time of incident. Customer's current blood glucose was 110 mg/dl at the time of the call. Customer reported treating their blood glucose with a bolus and manual injections. The reporting nurse stated the customer's settings were accurate. The nurse also stated the bolus history did not display all entries based on the customer's recollection. Troubleshooting found a bolus was recorded into the bolus history when the customer programmed an easy bolus. It was reported the customer had a threshold suspend alarm and no delivery alarms. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.